Event description:
The caller reported that the 6.4mm shiley tracheostomy tube broke while the surgeon was trying to place it. The caller reported she believes the tracheostomy tube failed where the cuff meets the tube, but she is not 100% sure. The caller reported the cuff was not pre-tested and she does not know how much pressure was used to inflate the cuff, or whether the cuff leaked. She reported that she did not have the expiration date.

Manufacturer narrative:
No analysis or conclusions can be drawn without the device. Return of the tracheostomy tube for failure investigation has been requested. The lot number was provided and the manufacturer will review the lot history records. If the tube is returned and failure investigation results provide new or significant information, a follow-up report will be submitted.